Event description:
It was reported this balloon ruptured dilating a stent during a transjugular intrahepatic portosystemic shunt procedure. Attempts to remove the balloon catheter through the sheath were unsuccessful. A surgical cutdown was performed for retreieval of the balloon catheter. The pt presented no clinical complications and was well following the procedure.